Manufacturer narrative:
It was reported to the implantcast gmbh that an acs® fb+ ps pe-insert hyperflex sz. 5/12,5mm disconnected after one week of implantation. Optical examination of the pe insert in question suggest that it was not inserted correctly from anterior into the tibial component before impaction, as it is stated in the corresponding surgical technique. The pointed/beak-like shape of the snap-in edge corresponds to the deformation also observed in internal studies, which occurs when the impactor is placed vertically from above on the pe insert or when the insert is not fully inserted into the tibia before impacting. The provided pre-revision x-ray shows the luxation of the pe insert. The manufacturing documents, instructions for use and description of the surgical technique were checked and no deviations were found. In conclusion, the available data indicate that the incident was not caused by a defective product, but by inappropriate application by the surgeon. The pe insert was not implanted correctly, so that it disconnected just one week after implantation. The incident was assigned to the hazard "technical failure" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "while bending the knee in the morning. Cracking noise. Inlay luxated."